Manufacturer narrative:
H10: updating complaint from serious injury to non adverse event based on additional information from the customer, who indicated that the patient did not require any treatment as a result of the incident. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The initial information received about this incident indicated that there was patient harm, but the information received did not indicate what kind of treatment (if any) the patient required.

Event description:
The distributor reported that they were notified by their customer that one of their patients may have been "burned" by the standard ECG cable. The customer thought that at this time, it has probably failed. Philips is considering that the customer means the check and cross check failed, but is confirming this information. There were no reported blisters and the skin was described as "just red".